Manufacturer narrative:
Product event summary: data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file didn't show any system notice on the reported date of the event. The received failure file contained records of failures dated on the event's date, yet the procedure times differed from those in the patient file. The failure file showed system notice 50001 (indicating the vacuum is disabled due to a problem with the coaxial umbilical cable), system notice 50003 (indicating the pressure is low in the system), and system notice 50028 (indicating there is a problem with the injection process) on the reported date of the event. In conclusion, the reported clinical issue (phrenic nerve palsy) cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein (rspv) the patient's diaphragm had stopped moving. It is unknown whether the phrenic nerve palsy (pnp) recovered. The case was completed with cryo. No further patient complications have been reported as a result of this event.